Event description:
A doctor alleged that the correct plus tray material was setting too quickly and leaving a sandy texture on the stone model impressions which had caused crowns to come back that either required adjustment or do not fit at all on multiple patients.

Manufacturer narrative:
It was initially alleged by the doctor that lot number 4461265 had been associated with this incident; however, the doctor returned product from a different lot number 4767617; therefore, both lot numbers are being investigated with regard to the alleged incident of the correct plus tray material setting too quickly. The doctor could not verify which lot number had been used for any of the patient's procedures. The product from lot number 4461265 was not returned; therefore, a visual and physical evaluation was performed on a retained sample, yielding results within specifications. A visual and physical evaluation was performed on the returned product from lot number 4767617, yielding results within specifications. In addition, no similar complaints were received with regard to either of these lots.

Manufacturer narrative:
Specific information with regard to the number of patients affected, genders, ages, or weights were not provided by the doctor. The doctor reported that the procedures which required adjustment were completed during the same office visit. The procedures which required a new crown were completed during a return office visit. To date, each of the patients are doing fine. The product was not returned. An evaluation of a retained sample is anticipated, but has not yet begun.